Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Visual inspection of the machine showed that the wheels were damaged, which caused the machine to not push smoothly. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the wheels, which were replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wheel of a prismaflex machine was observed to be damaged during setup. The device was at risk of tipping over when pushed. There was no patient involvement. No additional information is available.